Event description:
Caller reported a malfunction on the pump with malfunction code 12. Customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer performed a pump reset before contacting technical support, preventing verification of the fault ID. It was revealed that the customer had experienced frequent malfunctions but did not report them due to time constraints. Initially, customer technical support (cts) scheduled a pump replacement and advised the customer on backup therapy using multiple daily injections. The customer was instructed on the pump storage mode procedure and agreed to return the faulty pump using a pre-paid shipping label. A replacement pump was dispatched and an sms reminder was later sent to ensure the return of the return merchandise authorization product.